Event description:
It was reported that during a cholecystectomy, it was found that the locking cam was broken and could not lock. Another device was used to complete the case. There were no adverse consequences to the pt. Device will be returned.

Manufacturer narrative:
Damaged sleeved assembly. Evaluation summary: the analysis results found that h12lp was received with the universal seal assembly cracked, and separated at the seam aperture. The crown and the ring were noted to be broken in several pieces. The posts and orifices of the sleeve housing assembly were cracked and broken; therefore, the housing cap and duckbill were out of position. The olive button was noted to be in good visual condition. During functional testing, no anomalies were noted with the locking cam. No conclusion could be reached as to what might have caused the found damage nor the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.